Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the a/c receptacle was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.